Manufacturer narrative:
The device was returned without identified device or use problem. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6)2021.

Event description:
It was reported the device is subject to assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. Patient was stable.